Event description:
Ambulance personnel were attending to an asystolic patient. External pacing was attempted, however allegedly the device continuously displayed a leads message and would not pace. All electrode/cable connections were verified to be good, but the device still failed to pace. The pacing cable was unplugged and attached to a backup device and pacing was successfully started. The patient was not resuscitated, however the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's lack of viability.